Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: evidence of por¿s observed in the black box after replace battery alarm on (B)(6) 2015 07:30; deliveries resumed at 08:39. No moisture observed in the cartridge compartment. No cartridge compartment damage observed. Battery compartment is cracked above the bumper pad and cracked near the cover. Battery cap/cartridge cap were not returned. A new test battery cap is able to attach to the pump was used to exercise the pump for 24hr duration testing; no por¿s were duplicated. The black box shows deliveries interrupted on (B)(6) 2015 from 02:58 to 03:49 due to routine cartridge change. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails with battery compartment leak. Removed pump cover; no evidence of internal moisture observed on the pcb or internal components. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (moisture ingress) issue. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl to hi on the meter with symptoms of dehydration, polydipsia, polyuria and large ketones. The patient was taken to the emergency room and treated with IV fluids and insulin cartridge. Customer support (cs) reviewed the pump and it was noted that the pump has been leaking insulin and causing moisture ingress in cartridge compartment. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.